Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. During the evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's oxygen blower motor needs to be replaced to address the issue. In addition of the above evaluation, the device¿s- all tubing needs to be replaced as a precaution due to repetitive connecting and disconnecting during initial assessment of unit, which was not related to the malfunction/issue.